Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the investigation of the complained device could not identify any deficiencies for this product. Also, reviewing the manufacturing and material documents shows full conformity to the specification. We are not able to reproduce the reported problem. The shaft of the product in question was cut properly as foreseen by third party.

Event description:
It was reported that the surgeon was not able to cut the shaft. This is report 1 of 1 for complaint (B)(4).